Manufacturer narrative:
Currently it is unknown whether or not the device may have caused or contributed to the event. The device has been returned, but not yet evaluated. Further information will follow once the analysis has been completed. No conclusion can be drawn at this time.

Manufacturer narrative:
The insulin pump had intermittent up arrow button response due to corroded keypad traces. No display anomaly was noted. The insulin pump had minor scratches on the display window, a cracked case at a display window corner, cracked reservoir tube, cracked reservoir tube lip and a missing end cap sticker.

Event description:
It was reported that the customer had a keypad anomaly on the insulin pump. Customer's blood glucose level was 63 mg/dl. Customer has been trying to bolus for a granola bar, but the numbers keep scrolling up on their own. Customer was taking dance and had it attached, but she did not sweat through her clothing. Insulin pump will need to be replaced. Customer was advised to revert to a back-up plan per health care professional's instructions. No additional information provided.